Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patients were not crossing over from server to station. A technical support specialist (tss) dialed into the server and navigated to the patients and orders settings, where they confirmed that the patient in question, along with the visit type and adt/admit status, appeared correctly as admitted. The tss also found that the patient admission inactivity days setting on the server was configured to 10 days. The most recent transaction for the patient was on the medication removal date. Based on this configuration, the patient profile would have been automatically hidden 10 days after the last transaction, which explains why it was no longer visible on the station. The tss advised that hospital information technology (hit) should update the inactivity setting to 20 days to resolve the issue. Once the change was applied, the patient profile reappeared on the station. The tss further confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossing over from server to station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.